Event description:
The pt with this pacemaker died over two years ago. The device, which was included within a subset of devices affected by a recent safety advisory notice, was implanted six months prior to the pt's death. The pt's family filed a legal claim stating the device did not provide proper and necessary therapy. There were no allegations against the device from the field rep, pt, or physician prior to this legal claim.